Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues connecting the power cable of the system controller was confirmed via servicing and a submitted image. The reported atypical power cable disconnect alarms were not confirmed. The heartmate 3 system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 7 days ((B)(6) 2022 per timestamp). There were no atypical power cable disconnect alarms in the log file. All power cable disconnect alarms were due to normal power source exchanges. There were no notable alarms in the log file. Pump operation was not affected. The system controller was serviced on (B)(6) 2022 by tech services to remove a broken pin from the system controller, confirming the reported connection issue. The pin was removed, and the controller was indicated to be ready for normal use. An image was also submitted of the broken pin in the controller connector. The root cause of the reported events was determined to be from a pin being lodged in the power cable of the controller. Heartmate iii instructions for use (rev. C) ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. C) ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a power cable disconnect and issues when exchanging power sources. A sheared off pin was found in the black power lead of the patient's controller. The black power lead showed power cable connected while on battery power. Due to the patient's high stroke risk, decision was made to leave patient on one 14v battery and the other power lead connected to the white patient cable. Tech services was onsite on (B)(6) 2022 and successfully removed the broken pin. The controller was able to be used normally. Additional information was received that the hospital found the patient cable with the missing pin. As of (B)(6) 2022, no further alarms had been observed. Related manufacturer's report covering patient cable with broken pin: 2916596-2022-01911.